Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received motor error alarm. The customer¿s blood glucose was unknown. Customer stated that there was crack around the battery compartment and went towards the scree. Customer reported that the plastic casing around screw cap had chipped off. Customer declined to troubleshooting with technical support. The insulin pump will not be returned for analysis.